Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports that the connector cracked. They are using octani and betadine for cleaning. They are tightening/loosening the connectors with a plastic clamp or by hand. The connector broke breaking during the daily use and not during placement. The catheter was pulled and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.